Event description:
The customer reported that the mrx was not powering up the device. There was no reported event involvement.

Manufacturer narrative:
(B)(4). The customer reported that the mrx was not powering up the device. There was no reported pt involvement. A philips bench tech evaluated the device and confirmed the problem. After passing all performance assurance tests the device was returned to the customer.